Event description:
It was reported that in (B)(6) 2013, the patient¿s healthcare provider (hcp) stated that the implanted ¿needed to be totally redone.¿ it was stated that the device came out of the pocket. The patient thought the device had moved and it was not working as well. It was also mentioned that the patient had been electrocuted a few times, in the perineum area. It was stated to be worse after exercising. The patient mentioned an occasion in which she ran 3 miles and got shocked as soon as she sat down. The patient tried to sync the programmer, but it would not read because she was sweaty. The patient added that they could not exercise or anything unless they turned the implantable neurostimulator off. The patient saw the hcp due to pain at the implant site. When the ins was palpated, it was reportedly right under the skin. It was noted that the patient recently relocated from oklahoma to washington.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: 2013-(B)(6), product type programmer, patient. Product ID 3889-28, lot# va052e7, implanted: 2013-(B)(6), product type lead. (B)(4).